Manufacturer narrative:
(B)(4). Results of investigation: the suspect revel ventilator was returned to carefusion's palm springs facility for service evaluation. The service technician was not able to duplicate the customer reported issue. Ventilator was tested with a known good ac adapter and known good patient circuit connected. Ventilator passed 97 hour extended tests at customer¿s settings. Ventilator passed initial final tests and initial alarm volume test. The operated to manufacturer specifications and no failures were detected. It is understood that the customer's reported statement that the ventilator alarmed "shup relief" is referring to the "svhp relief" alarm (safety valve high pressure relief alarm). This would indicate that the ventilate detected a high pressure condition with the patient that could lead to patient harm or injury if it continued to deliver a breath, so the safety valve was opened to ambient air in order to protect the patient. This indicates that the ventilator operated as intended and the operational context of the event contributed to the customer's experienced issue.

Event description:
The customer reported that during a transport of a patient, the revel ventilator began alarming multiple alarms audibly and visually. The flight crew reported that the ventilator was making a "whirring" and "ticking" sound, and that no breaths were coming out of the ventilator. The patient was removed from the ventilator and provided manual ventilation for the rest of the transport. The customer reported that there was no patient harm or injury. The customer was unable to remember what alarms were present during the time of the reported issue, but they believe it was a "shup" relief alarm and a "blower error" alarm.